Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed for the blood back up the patient reported.

Event description:
The initial reporter stated that they had blood backing up into the administration set. They stated that pump was being used at a very low rate, and that the administration set they were using had no anti-siphon valve. They also stated they felt that the problem was not the low rate, but the pump itself. Mmdg followed up with the initial reporter who stated that they were not willing to provide any additional information. (B)(4).